Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive including daily/weekly/monthly testing without duplicating the report. Internal inspection resulted in no findings. The battery used in the event was not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed evidence that the device had a low battery installed prior to the error occurring. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.